Event description:
It was reported that there was a rising and high impedance on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.